Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus received the following literature. Article title: "uncomplicated common bile duct stone removal guided by cholangioscopy versus conventional endoscopic retrograde cholangiopancreatography" summary: during an endoscopic retrograde cholangiopancreatography, which were performed between december 2015 and october 2016, the swing tip cannulas or the competitor's cannulas were used for 50 procedures. The mean age of the patients was 63 years. The ratio of male-to-female was 48:52. The following adverse events occurred.-mild post-ercp pancreatitis in 2 patients.-post-sphincterotomy bleeding in 4 patients. Duodenal perforation in 1 patient. New onset of cholangitis in 1 patient. There was no report of additional treatment in every cases. No further information was provided. This is the report regarding duodenal perforation in 1 patient.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. From information of the literature, omsc presumed that the subject device was pr-233q. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. Based on the reported event, it is presumed that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.